Manufacturer narrative:
United states reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples received: 13 unopened and 1 open pouch. There are no previous complaints of this code/batch. There are 12 units in OEM stock. All closed packs received are tight. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Reviewed batch manufacturing record, this products had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The thread tears directly behind the needle attachment (not at the knot).